Event description:
In this event it was reported that the tip of a miniature pin and ligature cutter separated outside of a pt's mouth; there is no indication that injury resulted.

Manufacturer narrative:
The device was returned for eval and was found to have exceeded the expected life of the device. While no serious injury resulted in this event, there has been a previous report rec'd in past two yrs involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803.